Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spine case the camera stopped tracking and showed that it was disconnected. The rep restarted the software and checked the external camera connections which did not resolve the issue. The site discontinued use of navigation and confirmed the screw placement using an imaging system. There was no patient impact reported and the delay in surgery was 20 minutes. Surgery proceeded as planned.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the camera could not establish communication with the navigation system. To resolve the reported issue, the camera was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect camera was received by the manufacturer for evaluation. Testing found that the camera failed diagnostic testing for accuracy. However, the reported issue could not be replicated as communication could be established. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.